Event description:
It was reported that this was a procedure performed in the left circumflex (cx) artery and the left anterior descending (lad) arteries. There was no resistance getting the pressurewire (pw) to the cx lesion and fractional flow reserve (ffr) was performed with the pw. The physician then decided to perform optical coherence tomography (oct) imaging. The pw was used as the workhorse guidewire with the dragonfly optis catheter over it. They got great oct images. After imaging was performed without issue, the physician tried to remove the dragonfly optis catheter from the wire, but some resistance was met, so the catheter and wire were removed simultaneously. After removal, the pw was found broken in two pieces. No piece of the wire was left in the patient anatomy. The physician was able to load this same dragonfly optis catheter on a universal bmw wire, 190 length. Oct images were taken in the left anterior descending (lad) coronary artery. Again, the dragonfly optis catheter met resistance during removal from the bmw wire, so the wire and catheter were removed simultaneously. After removal, it was noted that the bmw was separated in two pieces. Again, no piece of the wire was left in the patient anatomy. There was no problem with the wires during the case. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional dragonfly catheter and pressurewire x devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that a dragonfly optis catheter met resistance with the guide wire during removal. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, analysis of the returned device confirmed the outer diameter of the guide wire to be within specification, suggesting a product quality issue did not contribute to the reported difficulty. It is possible that the noted kinks on the wire contributed to the reported difficulty during removal. The noted kinks are consistent with interaction with the anatomy or an accessory device during use, possibly from interaction with the stent. Additionally, it is likely that manipulation of the guide wire/catheter, when resistance was met, contributed to the reported material separation. It was noted that the fractur face of the separated was jagged and bent, suggesting force against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the previously filed report, additional information was received that the oct catheter model was the dragonfly opstar. No additional information was provided.